Event description:
It was reported that during implant procedure, the lead helix would not extend. The lead was not used. The patient was stable.

Manufacturer narrative:
The reported event of helix could not be extended was confirmed. A complete lead was returned in one piece for analysis. Analysis found the helix retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted, the full helix extension length was measured within specifications. The lead was otherwise normal.